Manufacturer narrative:
Date sent to the FDA: 06/11/2021.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted the mesh had torn loose and a knuckle of small bowel was in the area, edematous and everything else. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, and extreme weight loss. It was reported that the patient had a mesh implanted on (B)(6) 2018 and underwent removal surgery on (B)(6) 2018, during which the surgeon noted ¿the mesh was bulging into the fascial defect¿ which is captured in a separate file. No additional information was provided.